Event description:
It was reported that the pt underwent a laparoscopic supracervical hysterectomy in 2006. During the procedure, the motor drive unit made a grinding noise. When connected to the disposable, the blade would not turn. Another motor drive unit was obtained from a sister hospital and was used to successfully complete the case. The procedure was delayed by approx twenty mins. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion: the actual unit involved in this event was returned for evaluation. The reported symptom of a grinding noise with the motor drive unit was verified. The morcellator could be attached, but the cpc connector was not aligned and did not engage, which caused the grinding noise.